Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system device showed an error initializing the device manager and remained on a white screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed an error initializing the device manager and remained on a white screen. A field service engineer (fse) identified that the station was displaying a fatal error and attempted a reboot, which was unsuccessful. The fse proceeded to reimage the system, however the fatal error persisted. The fse then replaced the hard drive and performed reimaging again, but the issue remained unresolved. The fse replaced the all-in-one unit and successfully completed the reimaging process, after which all functions were tested and confirmed to be working properly. The fse updated the relevant system records and continued follow-up by verifying that all software updates and system settings were completed successfully. The system functioned as intended after the field service engineer repaired the device.